Event description:
It was reported that an ilet pump with a cracked but still readable screen became difficult to use, and a replacement was arranged after confirming device details and shipping information. Symptoms included no injury. Outcomes included continued cgm use with a g7 app or receiver, completion of data sync prior to shutdown, and initiation of device shutdown to prevent additional alerts, with the user informed that setup would be required on the replacement. Investigation included user counseling on return of the device with a provided shipping label and confirmation that data would not transfer to the replacement. Investigation of this case revealed a damaged display affecting usability, consistent with a screen component failure. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device display.

Manufacturer narrative:
Initial.